Manufacturer narrative:
Initial report sent: 08/08/2007.

Event description:
Procedure type: laparoscopy (hiatus hernia). Patient gender: unk. According to the reporter, the tip of the instrument broke during the procedure. The broken section was retrieved from the patient. The patient current condition is well, but no further patient details could be given. No injury was reported.